Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 50ml ll, the device experienced damaged and broken plunger rods. This event occurred fifteen times. The following information was provided by the initial reporter. The customer stated: customer called me this afternoon - complaint regarding syringe "cracking/ crumbling" where thumb depresses syringe. Incident in all cases occured before syringes were used or exposed to patients. Approx 10 - 15 cases noted. Customer also mentioned radiology packs containing bd syringes have had a number of the same problem.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-07. H6: investigation summary fifteen samples received for investigation, defective samples are 50ll syringes with reference 300865 and lot number 2011094. Samples were sent with their original unitary packaging, some of them, opened. All the samples sent were inspected finding all the present the defect claimed by customer. Upon visual inspection of the samples, it can be observed the plunger is damaged in all of them at the thumb press. Samples with the unitary packaging closed present the broken piece of the thumb press inside the blister. A device history review was performed for lot 2011094, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause, damaged plunger can be a result during manufacturing process. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported when using the syringe 50ml ll, the device experienced damaged and broken plunger rods. This event occurred fifteen times. The following information was provided by the initial reporter. The customer stated: customer called me this afternoon - complaint regarding syringe "cracking/ crumbling" where thumb depresses syringe. Incident in all cases occured before syringes were used or exposed to patients. Approx 10 - 15 cases noted. Customer also mentioned radiology packs containing bd syringes have had a number of the same problem.